Event description:
It was reported by svc report that the right siderail housing would not latch upright. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lock housing.